Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the sealant of a 5f mynxgrip vascular closure device (vcd) did not deploy. Hemostasis was achieved by pressure. The patient experienced a hematoma a day later but is doing fine. It did not deploy correctly maybe because of a tapered sheath. A 5f non-cordis sheath was used. The procedure used an antegrade approach. The user was trained to the device and has exclusively used it for the last eight to ten years and has deployed a few hundred/thousand deployments. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynxgrip vascular closure device 5f was received for evaluation. Visual inspection of the received device showed that the shuttle was engaged to the black handle, and the sealant and advancer tube were observed in their manufactured positions. In addition, the syringe was received connected to the stopcock. The device was inspected for damages that may have contributed to the reported event, and no visual damages or anomalies were observed. Dimensional analysis was performed to verify the advancer tube¿s length and the distance between the proximal and distal tamp locks, and the measurements were noted to be within specification. Per functional analysis, a simulated deployment test to ensure the functionality of the returned device was performed. The shuttle was advanced completely without issue, and the advancer tube was observed to be properly engaged with the proximal tamp lock during the device failure investigation. Furthermore, the sealant was deployed successfully. During a high-magnification visual inspection, the tamp locks were examined for any damage that might have prevented proper engagement with the advancer tube during the procedure, and no damage was detected to the tamp locks. In addition, the split was verified in the outer cartridge. The reported event of ¿sealant-failure to deploy¿ was not confirmed through analysis of the returned device since there were no issues noted with the device¿s deployment mechanism during functional analysis. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and the product investigation, it is difficult to determine what factors may have contributed to the reported failure. However, procedural/handling factors (such as incomplete engagement of the advancer tube) and/or procedural sheath factors (it was reported that the sheath was tapered) most likely contributed to the failure to deploy event experienced by the customer since there were no functional anomalies observed with the deployment mechanism of the returned device and the sealant was able to be deployed without issue. Access site hematomas/hemorrhages are a common post-procedural complication and is listed in the product¿s instructions for use (IFU) as such. Access site hemorrhage events after manual compression are frequently related to stick technique, anticoagulation, blood pressure, adequate manual compression technique, and the patient's compliance to decrease mobility of the affected limb in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. The reported ¿hematoma¿ could not be confirmed as there were no procedural images provided, and product-related contributions to the hematoma could not be determined as there were no damages or anomalies noted to the returned device. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. Per the IFU, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Also, as provided within the device description, ¿the mynxgrip vascular closure device (mynxgrip) is designed to achieve femoral artery and femoral vein hemostasis via delivery of an extravascular, water-soluble synthetic sealant using a balloon catheter in conjunction with a standard procedural sheath.¿ it is possible that usage of a tapered sheath introducer could affect the deployment of the sealant as the end of the sheath would have a smaller inner diameter than the indicated french size. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) did not deploy. Hemostasis was achieved by pressure. The patient experienced a hematoma a day later but is doing fine. It did not deploy correctly maybe because of a tapered sheath. A 5f non-cordis sheath was used. The procedure used an antegrade approach. The user is trained to the device and has exclusively used it for the last eight to ten years and has deployed a few hundred/thousand deployments. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.